Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient presents hemodynamic instability and signs of poor right lower limb perfusion. Evolved with signs and symptoms of mid ischemia. Surgical description of the procedure was a catheterization of the radial artery under ultrasound, longitudinal inguinotomy, and exploration of the common, deep, and superficial femoral arteries. We observed obstruction at the level of the deep femoral bifurcation, a tuft that corresponds to the angio-seal, we removed the material, we controlled the three arteries, longitudinal arteriotomy, the passage of a fogarty catheter 5 and 4, with thrombus and plastic material exiting from the common femoral artery. During the procedure several other medical devices were used. The patient received a thrombosis and death. Additional information was received on 20october2021: the patient died on (B)(6) 2021. This was a longitudinal inguinotomy and longitudinal arteriotomy. Devices used in the procedure were a 7f introducer, angiographic catheters, 4mm balloon catheter mounted on 0.014p guide wire, 7mm and 6mm stents in superior mesenteric arteries and celiac trunk, 8mm stent in right common iliac artery. There were no difficulties in implanting the angio-seal. It is unknown if a pre-deployment angiogram was performed. No information if the puncture site was at or below the level of the common femoral artery bifurcation. No information if the distal pulses present, diminished, or absent. No information if medical or surgical intervention was performed to treat the occlusion. Intervention performed was a longitudinal arteriotomy, the passage of fogarty 5 and 4 catheters, with thrombus and plastic material exit from the common femoral artery. Thrombus and plastic material were removed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for the alleged failure that the user experienced. The case was discussed with the chief medical officer and it was concluded that the device was likely deployed against the intended use in IFU. The relationship of any malfunction of the device to the reported adverse event cannot be established. The likely cause leading to the alleged adverse event could be could be due to using the angioseal device against the recommendation in the IFU. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).